Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when patient presented for a follow up visit examination post device implant procedure, lead infection was observed. Physician suspected that the device system has been rejected due to routine blood test showing white blood cell elevation. Patient did not experience allergic reaction. Lead was explanted and a new lead will not be implanted until patient has recovered. Patient was stable.